Event description:
According to the available information, the implant was removed and replaced due to the implant being blocked/ does not activate [inflation issue] and does not generate erection.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Manufacturer narrative:
The information received indicated the device does not inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the implant was removed and replaced due to the implant being blocked/ does not activate [inflation issue] and does not generate erection.